Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) inserted. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and perforation ('perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal and perforation outcome was unknown. The reporter considered medical device removal and perforation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the myometrium shows embedded essure coils near the fundus and cornus and partially extending near the uterine cavity') and uterine perforation ('perforation/ the myometrium shows embedded essure coils near the fundus and cornus and partially extending near the uterine cavity') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included pelvic pain and endometrial ablation. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the embedded device and uterine perforation outcome was unknown. The reporter considered embedded device and uterine perforation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-mar-2021: medical record received. Event "the myometrium shows embedded essure coils near the fundus and cornus and partially extending near the uterine cavity" was added. Event perforation was updated as uterine perforation. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and perforation ('perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal and perforation outcome was unknown. The reporter considered medical device removal and perforation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: new event were added: perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.